Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had decreased energy level for approximately two months, was light headed, and had shortness of breath on exertion. The atrial lead was not capturing, had low sensing, and was dislodged. During the lead revision procedure, the lead was adhered to the right atrium and the stylet was not able to pass beyond one inch. A new lead was implanted. No further patient complications have been reported as a result of this event.